Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the tissue pad partially detached. However, there were no anomalies noted with the functionality of the device. Each device is visually inspected and functionally tested prior to shipment and damage of this magnitude would have been detected during this inspection and testing. However, the cause of this type of damage is currently being investigated. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to a laparoscopic splenectomy procedure, after opening the package, the tissue pad fell down. Another one was used. The case was delayed one half hour to check and test the shears. There was no pt consequence.